Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is displaying over frequency and communication errors. No pt injury was reported.